Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a midurethral sling procedure performed on (B)(4), 2007. It was reported that the procedure was completed with this device.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a procedure performed on (B)(6) 2007. According to the complainant, post procedure, the patient presented with "serious bodily injuries" "including vaginal and pelvic pain, and continued urinary incontinence". Several attempts at follow up have been unsuccessful.